Event description:
It was reported that patient underwent a procedure utilizing a bone tunneling device on (B)(6) 2010. During the procedure, the tip of the device fractured as it was being used. It is not known if the patient retained the fractured tip. No further information has been provided to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: warning #1 - do not apply excessive pressure on the trigger mechanism while drilling. Fracture of the guide arm or drill assembly is possible. Evaluation of the returned device found a groove in the edge and fractured strands of the flexible shaft wire ends to be twisted backward. That type of twisting suggests the cutting tip may have been suddenly restrained in some way. The groove may indicate a nonlinear interaction of the arm with a hard surface such as bone consistent with unstable positioning of the instrument. The user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed november 22, 2010.